Event description:
On (B)(6) 2012: during a lap-cholecystectomy, the surgeon used the davol x-stream irrigation system to irrigate the site. Following the irrigation a particulate, alleged to be plastic, was noted to be within the site. The surgeon used a grasper to remove the particulate before closing the pt.

Manufacturer narrative:
The original sample was disposed of at the time of removal, however, pictures of the particulate in the abdomen were provided. There is what appears to be a tangled fiber like fragment in what is reported to be the pt's abdomen. Exam of the images provided by the user site were inconclusive in determining the material or composition of the particulate in question. We could not confirm the allegation that the particulate was introduced into the body via the davol irrigation unit. A review of complaint records confirm that no other complaints of this nature have been reported in the past. A review of the mfg process was unable to identify a likely source of the particulate. Davol has taken a conservative approach in filing this as a device malfunction. As reported the case was completed without issue. There was no adverse pt outcome, or significant delay to that case as a result of this event. However due to the unk nature of the material composition and the physical properties of the particulate, it is unk whether or not an adverse event could result had the particulate been left in the body.